Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion is located in the coronary artery. A 4.00mmx24mm promus premier¿ drug-eluting stent was advanced for treatment; however, when the physician was loading the stent into the guide catheter, the shaft snapped just before the proximal hub on the stent at approximately 5-6 inches from the inflation port. The stent was completely intact after the break. The device was completely removed from the patient's body by gripping the stent shaft that was still outside of the guide. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The distal edge of the bumper tip of the device showed signs of damage. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube had broken 719 mm from distal end of strain relief and several kinks on the hypotube shaft were noted. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion is located in the coronary artery. A 4.00mmx24mm promus premier¿ drug-eluting stent was advanced for treatment; however when the physician was loading the stent into the guide catheter, the shaft snapped just before the proximal hub on the stent at approximately 5-6 inches from the inflation port. The stent was completely intact after the break. The device was completely removed from the patient's body by gripping the stent shaft that was still outside of the guide. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was fine.